Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure that the large suture cut needle driver instrument developed a broken cable. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive received the following additional information via follow up: the instrument was inspected prior to use, with no damage found. An anastomosis was being performed when the issue occurred. There were no instrument collisions. After the cable broke, the instrument's jaws could not be closed. There were no issues with the instrument's up/down motion, nor the left/right motion. There was one cable protruding from the distal end of the instrument. The protruding cable controlled the opening/closing of the jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.